Event description:
It was reported by a nurse that a vns patient was explanted due to an infection in the generator area. The treating nurse indicated the infection was found at a routine battery change. On excision, severe scarring noted, indicative of old infection. The surgeon was unable to re-implant the patient with vns. Furthermore, no cultures were taken to identify the type of infection and the generator was not returned to the manufacturer.

Event description:
Moreover, information from the treating medical professional indicated that the infection is suspected to be related to vns surgery. It is not known whether there was patient trauma/manipulation that could contribute to the event. The patient was re-implanted successfully with vns therapy.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.